Manufacturer narrative:
Corrected data: d4, d6b, h4 b3 date of event: unknown, information states the first repair was done in (B)(6) 2021 investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the pump not rebounding and device mechanical issue was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The complaint allegation was related to the pump not rebounding and device mechanical issue. This investigation is for the returned reservoir. The pump was not returned for evaluation. The flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir kink resistant tubing (krt) was worn down to the filament and no leaks were found. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump was replaced as it would not rebound. There were no patient complications reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis repaired due to unspecified reasons. There were no patient complications reported.

Manufacturer narrative:
Date of event: unknown, information states the first repair was done in (B)(6) 2021. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: unknown, information states the first repair was done in (B)(6) 2021. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump was replaced as it would not rebound. There were no patient complications reported.